Event description:
Report received from the USA stating that the "'cord' was coming apart from the unit". The device was not used in surgery. There were no injuries or medical intervention reported. Received clarification from reporter than when they initially reported the cord is coming apart from the unit, she was referring to the hose. There was no add'l info provided.

Manufacturer narrative:
The device was received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).